Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 500 cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was confirmed by MRI. As a result, the patient will undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. It was observed during explantation surgery that the patient¿s right breast prosthesis had ruptured. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, mentor received additional information that the patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 595cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, a rupture occurred in the breast implant. During a visual inspection, the device was found to be ruptured. Please note that the product evaluation lab couldn¿t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).